Event description:
The ge oec 9800 fluoroscopy system had image quality issues. Lines through image during procedures.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a broken pin in the lemo connector that was repaired. Suggested replacement, customer refused and was satisfied with repair. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.